Event description:
The pt is reportedly experiencing sound quality issues with her internal device. External equipment has been exchanged and programming adjustments were attempted, however, this did not resolve the issue. Revision surgery will be scheduled.